Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The returned guidewire had the distal tip detached and stretched. No other issue or anomalies were identify. Microscope inspection was performed. The returned guidewire had the distal tip kinked and stretched. No other issue or anomalies were identify. Microscope inspection was performed. It was possible to observed the distal tip kinked and stretched. Dimensional inspection revealed that the three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
Reportable based on device analysis completed on 20jul2022. It was reported that the tip of the guidewire could not cross the microcatheter. The target lesion was located in the tortuous hepatic artery. A 200cmx10cm fathom-14 guidewire was selected for use. During the procedure, the device was unpacked and hydrated. Upon advancing, it was noted that the tip of the guidewire could not cross the microcatheter or reach the lesion. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the distal tip was detached.